Event description:
It was reported that a nim response 2.0 was having trouble getting emg responses intraoperatively during a parotidectomy. No patient impact or injury was reported as a result of either event. The device was no longer used in each event as soon as the issue became apparent and the doctor was able to successfully complete both surgeries relying on her expertise alone.

Manufacturer narrative:
(B)(4): both devices were returned to medtronic¿s (B)(4) location for evaluation and repair. Analysis found a broken solder joint on the aux stim of the patient interface, and which a cmos battery required in the mainframe¿both devices require calibration. (B)(4).